Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated devices: (B)(4) tibial nail, standard t2 tibia 10 x 345 mm, (B)(4).

Event description:
It was reported, the scrub tech threaded on the nail holding bolt through the nail targeter into the nail and it became locked. The nail holding bolt could not be adjusted, we couldn't get the nail out and it would not move at all. It was hit with a mallet and it was torque with a wrench, but will not budge. While doing this everything fell to the floor and it became unsterile. It was then taken into another room and we literally had to break the nail from the nail holding screw.